Event description:
Complaint received as follows: "the customer is complaining that the tube cannot be unblocked."

Manufacturer narrative:
Based on available info, medical determination is that this malfunction is serious: because an occluded endotracheal tube that cannot be unblocked would not perform the task of serving as a pathway for the exchange of oxygen and carbon dioxide leading to acute airway obstruction with serious consequences for the patient if not quickly corrected. This obstruction is usually caused by retained tracheobronchial secretions. Trouble shooting measures include; urgent vigorous suctioning and/or emergency extubation and re-intubation with another device. There were no patient details in the complaint narrative, we have requested further info but at the time of this report add'l info has not been received. An analysis on the returned samples showed that it met specification. Products were fully functional when tested. No leakage of the balloon could be observed when tested either with air or colored water. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.